Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) confirmed that the connection was worn/damaged to the point that the balloon would not stay connected. The fse replaced the fiber optic assembly to fix the issue. The fse had also replaced the IV collar at the customer request. All calibration checks, functional, and safety checks completed and passed to factory specifications. The iabp was then returned to the customer and released for clinical use. (B)(6).

Event description:
It was reported that the fiber optic (fo) module connector of the cs300 intra-aortic balloon pump (iabp) was broken and would not hold from the fiber iab to the pump, it did not "snap" into position. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.